Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. (B)(4). Additional concomitant medical products: item number: 00-8018-028-03, item name: versys femoral head, lot #: 60346337; item number: 00620005022, item name: shell porous with cluster holes, lot #: 60364979; item number: 00-6105-050-28, item name: trilogy liner, lot #: 60373580.

Event description:
It was reported that patient underwent revision surgery approximately 7 years post-implant due to stem fracture. It was also reported that patient had pain and had to use a walker prior to revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes "the revision procedure involved a posterolateral capsulotomy prior to removal of the proximal piece of the fracture femoral stem. An extended trochanteric osteotomy was then performed to remove the remaining cement". Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient underwent revision surgery approximately 9 years post-implant due to stem fracture. It was also reported that patient had pain and had to use a walker prior to revision. Attempts have been made and no further information has been provided.